Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and abnormal fluid buildup shown on an MRI.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 6/8/15-pfs and medical records received. Pfs alleges pain. After review of the medical records for MDR reportability, the revision operative note indicated pain and pseudotumor. Labs results from (B)(6) 2013 indicated metal ions levels below 7ppb. The complaint was updated on: 7/6/2015.

Manufacturer narrative:
UDI: (B)(4). Product complaint # (B)(4).

Event description:
Ppf alleges abductor muscle repair, metal wear, metallosis and elevated metal ions.